Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a lot of trouble charging their implant. Patient stated that friday night they had a hard time getting the recharger to connect to the implant and it took forever to get the implant to charge from 60% to 80%. Patient then stated that on saturday they had more trouble and had to call the representative who tried to talk them through things and said to put it straight on their skin but it was very positional, hard to do and it only charged partially. Patient said that after an hour and 15 minutes last night when they went to charge, the button blinked red and would not turn on to allow them to charge at all so they put it back on the pad and left it there all night and there were 3 green lines in the battery window. Patient then said that this morning they charged the implant for an hour because it was down to 20% and after they charged it for one hour it made a noise that they hadn't heard before so they thought that meant it was fully charged but it's still only at 20%. During the call, agent instructed patient to start a charge session and implant was 20% charging at a good connection. Patient confirmed the charging speed was level 4. Agent asked and patient mentioned that there was still a little swelling and skin glue where the implant was located. Agent asked if patient was using the belt, patient confirmed that they were using the recharging belt and the representative told them to stop using the belt because they had so much trouble with it and even the slightest movement they couldn't sit down without having it start beeping again so they had to stand the whole time. Patient also mentioned that where the stimulator was placed was low below their waist and it was a bulky thing and when they sit down it moves. Agent sent a request for a manual to be sent to patient. Agent reviewed best recharging practices with the patient, to monitor and redirected patient to their healthcare provider to further address the issue. Patient mentioned they go back to their hcp on dec 10th.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.